Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was reported to have been oversensing noisy signals. This pacemaker remains in service. The right ventricular (rv) lead was surgically abandoned in order to resolve the issue. No additional adverse patient effects were reported.